Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a failure to pair a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet, troubleshooting included device toggling, restart, and re-pairing with instruction to wait for readings. No adverse clinical symptoms reported. Outcomes included restoration attempts through standard troubleshooting and user education, with no medical intervention or hospitalization reported. User support included technical support-guided troubleshooting focused on connectivity and alert resolution. Investigation of this case revealed a pairing failure associated with sensor status alerts, consistent with a transient connectivity or configuration issue between the cgm and pump. It was concluded, based on previously established findings for similar reports, that the cause was user device connectivity that required re-pairing and restart, with no evidence of device malfunction.